Manufacturer narrative:
Filmevaluation summary; the exact cause of the suprarenal stent severance, leading to the sent graft migration and proximal type I endoleak, could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not available, and more complete angiograms during the intervention were also not provided. Several still images and 3 short videos during an angiogram study at an intervention were returned. The films confirmed that the suprarenal stent had detached from the endurant bifurcate and there was a proximal type I endoleak. The detached proximal end of the bifurcate had migrated ~3 ¿ 4cm below the left renal artery, and the aortic body was radially off-set ~3cm to the right of the suprarenal stent/neck centerline. No clear stent fracture or suprarenal entanglement was observed. An endurant aui was seen with the suprarenal stents deployed just above the level of the bifurcate suprarenal stents, and extended distally bridging the gap across the migrated bifurcate and resolving the proximal type I endoleak. Per the reported event the aorta had dilated; therefore, is likely that disease progression due to neck dilatation may have also contributed to the suprarenal stent detachment. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, with eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. Aortic neck angulation may have also contributed to the increased loading at the suprarenal stent attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type ia endoleak and dilated aorta was reported. It was also reported that the device had a complete detachment of a suprarenal stent at the level of the lowest renal artery and dilated aorta. The rest of the device had collapsed distally within the aaa sac. The ria was occluded due to collapsed graft limb. Intervention was performed and the physician elected to implant an aui device and extend to the lia with an endurant limb ((B)(4)). The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.